Event description:
It was reported that during post-dilation, a twisting of the vascular stent was identified. Finally, the entire original stent was covered with a covered stent. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.